Manufacturer narrative:
Follow-up #1 date of submission 10/19/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. No battery cap was returned with the pump. A test cap was used and was able fully tighten and be removed from the pump. Unrelated to the complaint, the audio bolus button cover was damaged. The button was responsive during testing. Additionally, the display was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.